Manufacturer narrative:
Device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were observed, and also error code was present. The device has been scrapped.